Event description:
A healthcare facility in china reported that a rt225 infant bias flow breathing circuit failed the ventilator leak test prior to patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) method: the subject rt225 infant bias flow breathing circuit was not returned to fisher & paykel (f&p) healthcare new zealand for evaluation as the healthcare facility discarded the device. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that a rt225 infant bias flow breathing circuit failed the ventilator leak test prior to patient use. Conclusion: the complaint device was requested for investigation, however the customer reported that it had been discarded and was not available for investigation. Without the return of the complaint device, we are unable to confirm, or determine the cause of the reported malfunction. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."